Event description:
It was reported that the physician was having problems with his handheld computer. Per reporter, the device would lock up on the interrogation successful screen for 3-4 minutes and then unfreeze, but at that point it, the patient would have to be reinterrogated. Reporter confirms that the patients were eventually successfully interrogated. Further information from the site reveals the handheld is "not working"; and needs to be replaced. Reporter indicated that the cord is "twisted and worn". No further information regarding the exact event occurring was given. Product has been requested, but has not been returned to the manufacturer to date.